Manufacturer narrative:
(B)(4). Conclusion: the service technician replaced the o-ring to fix the leak from the o2 blender.

Event description:
The customer sent the ventilator in for a 15k performance maintenance. While in service, the ventilator failed the run in test due to a leak coming from the oxygen blender (o2 blender). The customer reported no patient involvement since this was found during maintenance.